Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was completed in 2007 for this lot.

Event description:
Consumer reported burning and stinging after use of the solution. The solution expired in march 2008. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The product involved is expired and a global recall was completed in 2007 for this lot.